Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to resolve occlusion. There was no reported adverse impact to customer's blood glucose. Customer resumed pump therapy.